Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services for low blood glucose and sickness on unknown date. Blood glucose reading was 38 mg/dl bg at time of incident which was treated with food, peanut butter and a coke. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting for low blood glucose. Customer stated that the auto mode feature was not active at time of low blood glucose event. Blood glucose came to normal in emergency medical services. The device will not be returned for analysis.